Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: allergic reaction treated with medications. Device issue: no device malfunction has been reported. It was reported that a physician (an allergist) called requesting info on our vision stents. The physician had a pt that is possibly having an allergic reaction to a vision stent implant; however, this has not been confirmed at this time. No add'l event or pt info is available.